Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using the vasoview hemopro 2, the vessel cannot be cauterized. There is some resistance when inserting the harvesting tool into the cannula. The jaw of the harvesting tool was not open (even slightly) when inserted into the cannula. The power setting of the hemopro power supply during the procedure was at the recommended setting of 3. 5. There was no delay in the procedure. A new device is brought out and the vascular harvest was successfully completed. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/31/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. There were no visual defects observed on the returned cannula. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed and slightly twisted at the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. No final testing, temperature and resistance was conducted due to the condition of the heater wire. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The toggle was manipulated on the harvesting device to open and close the jaws with no physical or visual difficulties observed. The toggle on the cannula was also manipulated to extend and retract the c-ring with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failures "failure to cut" and "fitting problem- tool" were not confirmed but the analyzed failure "material twisted/ bent wire" was confirmed. The lot # 3000236201 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.